Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported high atrial pacing lead impedance was confirmed in the laboratory and was due to a missing atrial contact spring.

Event description:
It was reported that high, out of range atrial pacing lead impedance was observed. During the revision procedure, after disconnecting the atrial lead from the device, the lead tested normal via an analyzer. The lead was reconnected to the device and the impedance was out of range. The process was repeated two more times with the same result. A device header connection issue was suspected. The device was explanted and replaced with normal measurements seen. There were no adverse consequences and the patient condition was stable after the event.